Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Concomitant medical products: product ID 3487, product type lead, product ID 3487, product type lead. (B)(4).

Event description:
Literature: burton, a.w., fukshansky, m., brown, j., hassenbusch, s.j., refractory insomnia in a patient with spinal cord stimulator lead migration. Neuromodulation, volume 7, number 4 (2005). Doi: 1094-7159-04. Summary: this report outlines a case of refractory insomnia temporally related to migration of cervical spinal cord stimulator leads. To our knowledge this association is previously unreported. The patient had an intractable sleep disturbance until replacement of the leads. Reported events: a (B)(6) woman with intercostobrachial neuralgia with possible crps type ii experienced postdural puncture headache which was treated conservatively resulting in complete resolution within three days. The patient developed a persistent, burning pain over the device site with some radiation to the lower buttock region. The right gluteal pain continued to persist in spite of conservative care including gabapentin and topical lidocaine patches. Seven months after the initial implant, the patient elected to undergo revision of the generator implant site. The generator was surgically moved from the right flank to the right abdominal wall with resolution of her buttock pain. Further information has been requested; a supplemental report will be submitted if additional information is received.